Event description:
A caller reported a malfunction on the pump, specifically malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues reappear. The caller acknowledged and understood the resolution.